Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer did not perform the air removal step. Tandem technical support informed customer that not performing the air removal step is off label per the tandem user guide. Customer's blood glucose was 120 mg/dl. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained.